Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary following review of the information received, it was concluded that it was not possible to determine if a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a prosthesis insertion procedure performed on (B)(6) 2019. The surgeon was not able to connect the humeral stem 6 mm (210006100) to the proximal body 10 trials (210030000, 210030010, 210030020) with screws. When the surgeon replaced with other proximal body 10 trial(s), s/he was able to screw in to a certain point, but the screws did not go any further. The procedure was delayed for less than 30 minutes. The devices were brand new and the first use when the issue occurred. There was no harm to the patient. No further information is available.